Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, bubbles were seen in the supply line. It was stated the empty supply bag felt damp, however the home patient was unable to see where the moisture was located. Renal therapy services (rts) advised the patient to disconnect and contact their nurse. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.